Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during the pre-use check. Our field service engineer investigated the ventilator on site and confirmed the internal leakage failure together with the failure of the flow transducer and the failure of the patient circuit test. The o2 gas module was found to be defective and needs to be replaced. No further information was provided and no further issues were reported regarding the reported event with o2 gas module malfunction. The root cause to the reported issue could not be established by this investigation.